Manufacturer narrative:
The customer¿s report of a pca underinfusion was not confirmed. Analysis of the pcu event log shows that at 12:17 pm on (B)(6) 2016 the pca module was programmed to infuse a pca dose only infusion of morphine high dose 150mg in 30ml. At 12:31 pm, the patient history was accessed. At 1:07 pm, the device alarmed for door open and check syringe, the device was then channeled off. At 4:39 pm, the system was powered back on. At 4:45 pm, the device was programmed to infuse a pca dose of hydromorphone high-dose 30mg/30ml. At 4:58 pm, the device was channeled off. The volume infused screen was then accessed, and at 5:02 pm, the options screen was selected, followed by the selection to power down all channels. At 5:03 pm the system was powered back on. At 5:07 pm, the device was selected, but programming was not completed and at 5:09 pm the device was again channeled off, and the system was powered off. There were no pca dose requests made and the device did not deliver any medication during this time period. The root cause of the customer¿s report of a pca underinfusion was not identified. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a hydromorphone pca that should have been programmed for a concentration of 30 mg/30ml was instead programmed at a 10:1 concentration when the nurse reportedly chose the customer-defined ¿moderate dose¿ selection in guardrails, resulting in an underinfusion. The patient¿s baseline pain score was 5-7/10, however their pain score during the 12 hours that the improper concentration was programmed was 10/10. Prior to the concentration programming error being discovered, the patient was switched to morphine 5mg/hr, rn bolus 5mg/hr and no hour limit. There were no lasting effects of this event for this patient. The customer does not allege any malfunction of the alaris device; they believe that a programming error occurred due to the selection of the wrong pca dosing range during programming.